Manufacturer narrative:
This report is submitted on june 29, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2013. The patient was reimplanted with another device during the same surgery.